Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the battery in the insulin pump and has tried a couple of batteries but the pump isn't coming back on. Customer stated that her blood glucose was 67 mg/dl yesterday morning. Customer treated with food and juice. Customer stated that she doesn't need to troubleshoot for the low blood glucose because it was yesterday morning. Customer does not know her current blood glucose. Troubleshooting was performed but customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.